Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. No device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that patient dislocated her hip post revision tha with constrained liner. A head and liner exchange was performed without delay nor patient harm. The surgeon chose to try a 10 deg constrained liner in hopes that she will be less likely to dislocate. Trialing once again showed excellent range of motion and stability with minimal impingement. Surgeon states patient has been non-compliant of hip precautions, doing movements that should not be attempted after such extreme revision arthroplasties with minimal soft tissues present to keep her hip in place. He intends to continue to instruct and educate her of her high risk of dislocation, even with well aligned components. Affected side: left hip.